Event description:
It was reported that during preparation for use the subject device was very fuzzy and had lot of issues with the screen resolution. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for use the subject device was very fuzzy and had lot of issues with the screen resolution. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to faulty ccd (charge coupled device). For cut and kinks on cable, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.